Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 4 additional instances of an unknown area of the pump being damaged found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 42 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to battery compartment crack. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 42 malfunction events. A review of the events indicated that the one touch ping model pump experienced a unknown area issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-64 years of age and between 42 and 274 pounds. Of the reported patients, 14 were male, 23 were female, and 5 were unknown.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instances of pump damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.